Event description:
It was reported that during a lap splenectomy procedure, the activate sound of the max button changed during the operation. Then, it could not be activated. The doctor changed the handpiece and blade, but still could not be used. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.